Manufacturer narrative:
(B)(4). The reported complaint is confirmed as the returned sample exhibited a delamination in the pu potting compound on the non-cavity ID end of the returned dialyzer which would result in the reported leak. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was tinged from blood residue. Coagulated blood was noted in the dialysate compartment, near the bell housing, on the non-cavity ID end and between the polyurethane cut surfaces and screw flanges on both ends of the dialyzer. The delamination in the polyurethane potting manifested as a separation between the polyurethane and the dialyzer housing (wall). The delamination extended under the silicone o-ring. There was no damage or irregularities noted on the cavity ID end. The dialyzer was subjected to disassembly for further visual examination. Subsequent to disassembly, the complaint investigator was unable to identify and damage or irregularities within the fiber bundle; specifically no loose fiber fragments, kinked, loops, or short fiber were identified. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.